Manufacturer narrative:
(B)(4). Physio-control evaluated the device and battery and verified the reported issue. It was observed that the customer's installed battery was a non-rechargeable battery and the cover on the device that would prevent this battery from being connected to the charger, has been removed. The user plugging their device into a charger is the likely cause of the battery venting. After replacement of this cover and the battery, normal device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer sent their device to their local physio-control field service representative (fsr), and indicated that during a periodic check of the device, the battery had vented within the device. The fsr reported that the device will power on with a good battery and appeared to be functional. The customer contact did not know if the battery had been connected to a charger. There was no report of any patient use associated with the reported issue.